Manufacturer narrative:
(B)(4). The device involved in the event was not returned for evaluation after the event occurred. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of an event which occurred in (B)(6) stating during a procedure, a foreign substance came out of the channel along with the forceps, as the forceps were being removed from the channel. No adverse events occurred to the patient or user. The foreign substance was discarded at the facility. The device involved in the event (pentax model eg-1690k/serial (B)(4)) was not returned for evaluation after the event occurred.

Event description:
Pentax medical japan did not receive any further information for this event. On 13-feb-2018, device history review was performed confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax medical has not received any further information for this event and, therefore, considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4) pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number: e2015036).